Manufacturer narrative:
An event regarding trauma and resulting periprosthetic fracture involving an mrs stem was reported. The event was not confirmed. Device evaluation was not possible as the component was not returned. Clinician review of this case could not be performed as insufficient medical records were provided. Past medical history, clinical history and medical records are required to further investigate this case to determine a root cause however these records are not available, as the surgery was originally performed at another facility in a different state.

Event description:
It was reported that the patient had distal femur and fell, femur fractured and femoral stem became loose. During revision femoral stem was replaced with proximal femur and bipolar implant.

Event description:
It was reported that the patient had distal femur and fell, femur fractured and femoral stem became loose. During revision femoral stem was replaced with proximal femur and bipolar implant.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.